Manufacturer narrative:
Exemption number: e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). We received one used (approx. Half filled) easypump ii lt 270-54-s-us without packaging. The received sample was taken to a visual examination. Damages were not detected at the sample. As-received condition the white clamp is closed and the patient connector was not closed. In addition, a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected at the received sample. During the leak test we did not detect any leaks in the area of the filter or at the complete sample. The received sample is within our specifications. Statement from manufacturer: bbm has duly investigated the complaint and no abnormalities / no leakage was observed. Complaint is not justified. Justification: not justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event description: leaking noted at the filter. Drug involved 5fu. No additional information available.